Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized multiple times; cause and level were unknown. There was no reported impact to the customer's blood glucose level. Reportedly, the customer could not provide additional information with tandem technical support.